Event description:
It was reported that during the use of the product, the inflation line was found detached from the pilot balloon. There was no patient injury reported.

Manufacturer narrative:
One tracheostomy device was received for evaluation in relation to the reported event. Visual inspection confirmed the reported event. Under visual inspection it was noted that inflation line was detached from pilot balloon. Root cause was unable to be determined due to the nature of the event. DHR review was unable to be completed as no lot information was provided.